Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test and displacement test. Device was monitored for 24 hrs and no frozen display or blank display anomalies noted. Power connector plug in and locked in place properly. Device received with scratched case, cracked keypad overlay, pillowing keypad overlay, missing display window cover and cracked case (battery tube). The p-cap does lock properly. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. It was reported that the insulin pump did not turn on. It was reported that the customer inserted a new battery and frozen display recurred while monitoring the insulin pump. The troubleshooting was performed and was advised to insert a new battery and display did not return after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.